Event description:
It was reported that during a distal right coronary artery (rca) stenting procedure, pre-dilatation was performed on the 80% stenosed lesion. After pre-dilatation, a 2.5x38mm xience prime stent was implanted and a proximal edge dissection was noted. An unplanned xience v stent was implanted to treat the dissection. There was no report of adverse patient sequela and no report of a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.